Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge tubing and infusion set tubing were discolored. There was no reported impact to customer's blood glucose. Tandem's technical support explained to the customer that the discoloration could be due to clothing dye; however, customer was unsatisfied with this explanation.